Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient had a return of parkinson's disease symptoms while on their way home from the hospital after an ins replacement. The patient previously had amazing symptom control for the past 11 years. Impedances were normal prior to replacement, but the day after the procedure there were high impedances on the right-side ins: c/3, 0/3, 1/3, and 2/3. The impedances did not vary appreciably with the patient in different positions. The patient was programmed on c+,0- which had an impedance of 504 ohms pre-replacement and 348 ohms post-replacement. There were no falls associated with the high impedances. It was noted the patient would have an x-ray. No further complications were reported. The patient was implanted for parkinson's dual and movement disorders.